Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up in clinic visit, no capture and a rising impedance was noted on the right ventricular lead. The lead was capped and replaced on (B)(6) 2019 during a routine generator replacement procedure. The patient was stable post-procedure.